Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Plate broke (collarbone fracture). Patient implanted on the (B)(6) 2016 ( clavicle fracture) revised on the (B)(6) 2016 because of plate breakage.